Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a low blood glucose of 46 mg/dl, which was treated by eating. The customer's sensor also was not blinking when attached to the transmitter. Nothing further reported.